Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. The lead under complaint was not returned for analysis. The investigation is therefore based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to these damages of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module as well as the documented shock impedance values below 25 ohm, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module of the ICD was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. An insulation damage of the rv lead cannot be excluded as the root cause of the clinical observation. The analysis revealed no indication of a material or manufacturing problem.

Event description:
After an estimated implantation period of approx. 133 months, a shock impedance below 25 ohms on the lead was reported. Furthermore it was observed, that the ICD was not able to be interrogated after delivering the shock. The implant date was not provided and it was indicated that this lead was capped.